Event description:
Mother called with a concern for frequent low battery alarms. These were occuring at least once a week. Troubleshooting was done. No other complaint was reported. Customer wanted to return pump for functional check.